Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was moving around in the pocket. Also, while working out, the patient felt a pop at the lead attachment site over the xiphoid, finding a small blood hemorrhage at that spot. X-ray images were taken, but no obvious movement since implant was noted. It was decided not to intervene, but to wait for normal batter deletion and replacement of the pulse generator. The s-ICD system remains in service. No adverse patient effects were reported.